Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard x-meter was giving variable readings. The home health nurse called with concerns that his meter wasn't reading correctly. On (B)(6) 2011 at 3:05 he got a reading of hi and then one minute later following the proper testing technique he got a reading of 138. (B)(6) performed a control solution test and got a result of 143 which was within the designated range. Replacing product.